Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Performed pairing test with nordic bluetooth device and unit failed. Perform share log review and unit failed. The reported event of loss of connection was confirmed. The root cause can not be determined..